Event description:
It was reported that the reservoir experienced an air bubble anomaly. The customer stated that the air bubbles would cause occlusions in the reservoir and infusion sets. He stated that he would go to bed with a blood glucose reading of 124 mg/dl, and upon waking up, he would observe air bubbles. The blood glucose reading rose to 158 mg/dl. He noted that he stored the insulin in the refrigerator and was advised to use room temperature insulin. He advised that he had already resolved the issue with an infusion set and reservoir change. He was advised that a training session would be scheduled to ensure that the customer followed recommended procedures. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.